Event description:
It was reported to philips that during a vascular procedure system would not take images. The procedure was completed by using another system. The device was in clinical use at the time of the event. No harm to the patient or user was reported to philips. Philips has started an investigation of this complaint.